Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the ER (emergency room) by ambulance with hypoglycemia. The patient's blood glucose levels reached 39 mg/dl while wearing the pod. The patient was found unconscious and given a glucagon injection at home by their parent. The patient was not given any specific treatment at the ER as the bg had already increased. The patient was released within two hours. Patient was wearing pod at time of ER visit, and subsequently told at the ER to discontinue use and go on insulin injections.